Manufacturer narrative:
The pump was received with a motor current error detected. Alarm during rewind test due to a jammed motor gear box. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to motor current error detected.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 150 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer reports they did receive a sensor updating. Customer reports they did not receive a calibration not accepted alert and change sensor alert. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.